Event description:
The user experienced a leak from the analyzer due to a cracked valve body on the water reservoir. The leak was not onto the floor and no operators were harmed. No pt samples were affected. The user replaced the valve body with an extra that she had on hand which resolved the issue.